Manufacturer narrative:
All buttons function properly. No keypad anomaly or button error alarm noted, however motor error alarmed during rewind due to corroded motor home switch. Pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error. No further information provided.